Manufacturer narrative:
Section a, patient information: a4, a5: information unknown/asku. Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Hence, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the preloaded johnson and johnson(jnj) intraocular lens (iol) prematurely injected and contacted the patient. However, the lens was also partially stuck in the injector. The incision did not have to be enlarged and no sutures were required. Reportedly, the patient fully recovered. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: aug 8, 2023 section h3: evaluated by manufacturer: yes device evaluation: the complaint lens was received loose in the folding carton. The complaint handpiece, patient stickers, and folding carton were received as well. No defects with the lens were observed before and after cleaning the lens. Cartridge tip damage, cartridge crack, and a damaged plunger rod tip were observed consisted with excessive force during insertion. Furthermore, trace amounts of viscoelastic residue was observed which suggests an inadequate amount of ovd was used during loading and insertion which may have contributed to the complaint issue. No further handpiece defects before and after disassembling the handpiece for evaluation were observed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.